Event description:
Ventilator ltv-950 when operating normally, ventilator stopped operating with no prior alarms. Resident immediately manually ventilated and switched to another ventilator. Technical support called @ pulmonetics and spoke to them.